Event description:
A report was received that the patient was having pain near the pocket site. The patient went into the emergency room and was administered shots and was prescribed pain pills and cream. The pain had been relieved.

Manufacturer narrative:
Additional information was received that the physician believed that the pain was not device or procedure related.

Event description:
A report was received that the patient was having pain near the pocket site. The patient went into the emergency room and was administered shots and was prescribed pain pills and cream. The pain had been relieved.